Manufacturer narrative:
The field service engineer, (fse) evaluated the instrument and confirmed both reagent probes were leaking deionized water. The fse replaced the reagent syringe valve, a/b valve and a/b valve tubing, however the reagent probes continued to leak. The fse then replaced the bubble generator assembly which resolved the issue, no further leaking was observed. Identification of failure mode: the failure mode is the bubble generator assembly (p/n 466160). There were no erroneous test results. Leaking reagent probes can impact any or all chemistries, including critical chemistries. The beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
Customer reported a reagent probe was leaking when using the unicel dxc 660i synchron access clinical system. The leak was a contained reagent probe leak with fluid found on the reagent drip tray. The customer checked for loose syringes and probe fittings which were found to be tight. The customer was wearing personal protective equipment, lab coat and gloves. There was no reported exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.